Event description:
It was reported that the ilet could not pair with the dexcom g7 while the user was walking at an event, leading the user to install the dexcom app, after which the sensor connected but displayed low, and the user did not have a glucometer; the user treated with oral fast-acting carbohydrates and stabilized blood glucose, and the pairing failure was limited to the ilet with troubleshooting and education completed. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no findings available, with insufficient information regarding the medical device problem and device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.